Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after the laparoscopic ovarian cystectomy procedure, it was discovered that the patient had a 1st degree burn on the skin at the left buttock. Patient is stable and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.